Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she was changing the battery on the pump and she would receive a low battery on the same day. Customer's mother stated that she was wasting batteries and the battery is depleting quicker than normal. Customer's mother did not wish to remove the battery cap at this time because she has to get more batteries. Customer's mother was advised to monitor the pump and that the customer will be shipped a replacement battery cap as a courtesy to rule out any possible issue with the battery cap.